Event description:
It was reported that while preparing the device for a percutaneous transluminal angioplasty and stenting procedure, the stent partially deployed. While the physician was flushing the sentinol self-expanding nitinol biliary stent system, the hub was accidently "pushed" and the stent partially deployed. The procedure was successfully completed with another of the same device. The pt's condition was reported as stable.

Manufacturer narrative:
(B)(6). (B)(4).